Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge change errors while loading multiple cartridges. Blood glucose level was 226 mg/dl. Reportedly, the customer contacted a healthcare provider to obtain an alternate method for insulin therapy.